Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical technical assistant (cta) called to report that errors occurred multiple times. The system logs indicated error 32097, which is a maxm fault reported by the universal surgical manipulator (usm) 3_ axes controller, motor (acm), along with multiple aurora link errors on armnet3. The procedure was completing as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site continued to recover the faults as needed. The site then proceeded with only 3 arms for the remainder of the procedure. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The usm 3 was analyzed and the reported complaint of error 32097 was confirmed and replicated. In the system error logs the 32097 maxis error was identified, followed by error 31226 confirming that the fault occurred in the field. Visual inspection did not reveal any abnormalities related to the reported event. The usm was installed onto a golden system where error 319 was triggered, and subsequent testing on a patient side cart (psc) fixture test platform (pftp) system showed fiber test failures on the rolling loop and parallelogram fiber due to readings below 75 rx power. Further aba testing verified that the rolling loop fiber and parallelogram were the source of the fault. The probable root cause is attributed to a failure in the rolling loop fiber and parallelogram assembly, which resulted in error 32097. The issue was resolved by replacing the defective unit. Correction: h8. Was updated to initial use of device.